Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (debris inside light guide lens) was not established. The most probable cause of the complaint (pulsating image) was traced to traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope debris inside light guide lens and pulsating image. There was no patient involvement.